Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated, the esc button wasn't responding and that they've replaced the batteries but that it did not resolve the issues. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case near the display window corner, cracked display window, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube window, stained address and serial number label and a stained end cap sticker.